Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with cracked case at battery tube side, minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of belt clip rails, stained keypad overlay, pillowing keypad overlay, stained serial number label, and cracked retainer. The test p-cap locks properly into the reservoir compartment during testing. Cosmetic damage confirmed at the front and back of the pump. Cosmetic damage- cracked case battery tube confirmed at the back of the pump. Cosmetic damage-retainer ring damage confirmed. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced a crack at the back of the pump more on the battery compartment side. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1884 was requested and customer responded that the device was returned for analysis.